Manufacturer narrative:
H3: analysis of the product ID 97745 serial# (B)(6), revealed lcd damage medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they are unable to charge controller but the greenlight comes on the circumstances that led to the reported issue were asked but unknown. Agent assisted pt in resetting controller, controller did not wake up when plugged to ac power supply without li bp, once li bp was put in, controller came on. Pt stated ac power cord has green light the issue was not resolved. An email was sent to the repair department to replace the controller. 2024-jun-27 rtg0610487 (con): additional information received from patient. Pt reports his controller is not charging to the wall and was just sent a replacement controller. Agent advised to reset equipment and after reset still would not power on to wall without battery pack. Agent advised to try a new outlet and once patient tried a new outlet worked fine and was currently charging to the wall. Pt will call back if he has further issues. 2024-jun-28 rtg0610487 (con): additional information received from patient. Pt called back and reported the replacement controller was still having difficulties. Pt said the controller went blank/unresponsive again and was not responding to being plugged into ac power without battery pack, even at multiple outlets. When battery is reinserted, does not begin to flash green as if charging, and still not powering on. Pt said sometimes if the wiggle the ac power cord, they could get the controller back on. Also the recharger was overheating where the cord meets the paddle. Agent reviewed both charging cords would be replaced, sent email to repair and closed case. 2024-jul-01  rtg0610487 (con): additional information received from patient. Pt called back stating his rtm gets warm but not hot. Agent reviewed can be warm if charging for a length of time. Pt states places over underwear and doesn't have anything covering it. Pt will monitor and call back if the issues continue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s serial# (B)(6) was returned for analysis. Analysis found there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.